Manufacturer narrative:
Device has been requesed for evaluation, however it has not yet been received.

Event description:
A report was received from a user facility in (B)(6) stating: "upon removing the trocar from the patient's eye, the trocar fractured. It broke as it as being removed in the periphery of the eye. The surgeon made a decision not to go after the broken part as it will not effect the patient's vision.